Manufacturer narrative:
Failure analysis revealed that the insulin pump was programmed and monitored for one day with no basal anomaly. The device was programmed with multiple boluses and monitored. All boluses delivered properly, and no bolus anomaly noted. The unit passed the displacement, basic occlusion, and self test. All operating currents are within specification. No motor alarm noted. However, the device was unable to prime during the prime test due to a faulty force sensor. The motor passed the motor test. Further testing could not be performed due to the prime fill anomaly. The device had a severely scratched window.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap appears normal. The caller stated that the device was not exposed to a high magnetic field. Days later, the mother called back and stated that the customer was in the emergency room with diabetes ketoacidosis and high blood glucose of 357mg/dl before arriving in the facility. Advised the caller that the insulin pump would be replaced. No further information was provided.